Manufacturer narrative:
Please note that the device associated with this complaint was expected to be returned; however, additional information received from the penumbra sales representative indicated that the device was disposed of and is no longer available for return. Therefore, without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Manufacturer narrative:
The device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a thrombectomy procedure in the superficial femoral artery (sfa) and the popliteal artery using an indigo system aspiration catheter 6 (cat6). During the procedure, while attempting to advance a cat6 through the rotating hemostasis valve (rhv) and into a 6f sheath using the peel away sheath, the physician experienced resistance, and the distal tip of the cat6 was kinked; therefore, the cat6 and 6f sheath were removed. The procedure was completed using an indigo system aspiration catheter 8 (cat8) and an 8f sheath. There was no report of an adverse effect to the patient.